Manufacturer narrative:
The device was returned for evaluation. During testing at the service center, the reported issue was confirmed: loss of image occurred during angulation. A review of device historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the image sensor area during user handling which caused the image sensor unit and/or cable to be damaged. The damaged components likely caused intermittent loss of image. However, the investigation could not confirm root cause. Additional functional testing was performed: this showed the up bending angle and the down bending angle did not meet with specifications. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the procedure, the device gave no image at all. The procedure was completed with a similar device. The customer reported that no delay occurred and there were no adverse effects to patient.